Event description:
Device 2 of 3. Reference manufacturer reports: 1627487-2011-01046 and 1627487-2011-01048. The pt received her scs system, including an ipg, a surgical lead, and anchor, on (B)(6) 2010. It was reported that the pt developed hives all over her body after the implant date. The pt was referred to a dermatologist and she began steroid therapy for the allergic response. Follow up on the pt found that the physician will perform allergy testing once the pt has finished steroid therapy. The scs system remains implanted in the pt. No further information is available at this time.

Manufacturer narrative:
Evaluation: method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.